Manufacturer narrative:
This product was included in a field action, and product analysis found that the product did perform as described in the field action. Evaluation summary: the distal conductor of the lead developed a fracture due to flexing while in vivo; full lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6996sq58 lead; implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with vague chest discomfort when their right ventricular (rv) lead integrity alert (lia) was triggered. Upon interrogation, the rv lead exhibited elevated sensing integrity counter (sic), episodes of non-sustained tachycardia (nst), dropped r-waves, infinite impedance on the pacing portion of the lead, high impedance, low impedance on the high voltage portion of the lead, noise, and loss of capture. The lead was turned off and then later explanted and replaced. No further patient complications have been reported as a result of this event.